Event description:
It was reported that the pump connector twisted off the ilet and the user noted this twice, after which the user changed supplies, placed the pump in a pocket and next to them during the night, then reconnected the supplies and resumed delivery with blood glucose measured at 97 mg/dl and no effect on glucose control. Symptoms included no reported adverse clinical effects. Outcomes included no alerts, no alarms, and no hospitalization. Investigation included troubleshooting and user education during the call. Investigation of this case revealed a connector detachment involving the infusion interface, with the user opting to monitor handling technique before replacing the connector. It was concluded, based on previously established findings for similar reports, that the cause was user handling and use environment.